Event description:
The manufacturer received information alleging a ventilator was alarming for a "service required" condition related to a low circuit leak. There was no harm or injury reported. The manufacturer received the device for evaluation and the customer's complaint was confirmed. During the evaluation of the device, the device failed a step during testing. The device's sensor board needs replaced to address the issues.